Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. This device has not been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Due to this device being explanted due to infection, analysis of the returned device was not completed because it is not able to provide relevant information for infection-related allegations. Infection is a known inherent risk of this device and has been listed in the product manual.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. This device has not been received for analysis. No additional adverse patient effects were reported.